Event description:
It was reported that prior to an unknown procedure the new ace36e probe handle was jammed and was not opening up once clamped. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for jammed and was not opening up once clamped. No issue was noted with the opening and closing of the clamp arm. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed and no difficulties were noted with the open and close functionality of the device. A probable cause of an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.